Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Please could I report a broken instrument that happened this morning. Attune femoral impactor. D254401006. Au5895371. (B)(6) clinic the patient wasn¿t harmed. No pieces left in patient; surgery wasn¿t delayed; product had piece broken off during impaction and is in two pieces.

Manufacturer narrative:
(B)(4). Investigation summarythe reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.